Manufacturer narrative:
(B)(4). Release button; idler gear teeth. The analysis results found that one sc60 device was returned in good visual condition and a reload loaded. The reload was received partially fired. The device was returned with the anvil and closing trigger in the close position. Additionally, the knife was noted to be in the home position and the 3 stroke indicator in the number iii position. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. In addition the there was damage noted on the indicator gear and driver links. The damage to the idler gear and link teeth is consistent with activating the manual release lever when the knife and the firing mechanism are already in the home position (fully back). If enough force is applied to the lever the idler gear teeth and link teeth will get damage permitting some rotation of the gears resulting in an incorrect position of the mechanism consequentially not permitting the anvil release button to open the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open ileectomy procedure, the device was used for functional end to end anastomosis. At the second firing, the tumor was removed without any problem. Next, the target tissue was clamped with the jaw and released once in pushing the release button to adjust the target tissue. Then the device was fired, but a rasping sound was heard and the firing trigger became not to be grasped at the first stroke of the 3rd firing. Though the doctor grasped the firing trigger forcibly, the firing trigger could be grasped a little. But it became not be grasped and the jaw became not to open. The device was removed from the patient by cutting the tissue additionally without opening the jaw. After that, additional suture was performed. There were no adverse consequences for the patient. The doctor commented that he did not touch the firing trigger before firing. The nurse was not used to using the device. Some staples of the 1st and the 2nd firing seemed to have remained in the proximal part of the jaw.